Manufacturer narrative:
The reported incident that 3.0mm asnis micro, k-wire 1.2x100mm was alleged of issue s-11 (breakage during surgery) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided despite multiple attempts. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that the part broke when drilling into patients' bone. Pieces were recovered and confirmed on x-ray. Sales rep reported that the event occurred during primary surgery. Two minute delay. We used the second drill in the set with no complications.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that the part broke when drilling into patients' bone. Pieces were recovered and confirmed on x-ray. Sales rep reported that the event occurred during primary surgery. Two minute delay. We used the second drill in the set with no complications.